Event description:
It was reported that the device left a black mark on the pt's skin. According to the info provided, the mark was not a burn. There was no allegation of anything entering the surgical site or of any adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the black substance may have been caused by corrosion leaking out of the device as a result of improper sterilization.